Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralight st. As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with recurrent lower midline incisional hernia thereby underwent open repair with implant of ventralight st. Per operative notes, ¿the hernia sac was identified, dissected and opened. The adhesions were taken down. The contents of sac were reduced and excised. A ventralight st mesh was placed and tacked.¿ (B)(6) 2017 - patient was diagnosed with infected seroma thereby underwent open repair with drainage of fluid. Per operative notes, ¿the purulence with granulation tissue were noted and drained. The prior mesh was seen intact. Wound vac placed.¿ (B)(6) 2017 - patient was diagnosed with abdominal surgical site infection thereby underwent open repair with excision of tissue. Per operative notes, ¿fibrous tissue was identified and excised.¿ (B)(6) 2018 - patient was diagnosed with abdominal abscess with infected mesh thereby underwent open repair with drainage of abscess. Per operative notes, ¿the purulence was aspirated, and pus was evacuated. The free floating was noted in the cavity.¿ (B)(6) 2018 - patient was diagnosed with infected mesh thereby underwent open repair with excision of ventralight st mesh. Per operative notes, ¿the free-floating old mesh with tacking sutures were identified and excised. The scarred fascia was closed with sutures.¿

Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct gender of the patient root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: no sample returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralight st. As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿